Event description:
Additional information was received via a healthcare provider. The patient weight at the time of the event was provided. Regarding the cause of the pump having been empty, it was noted that the patient had been referred for pump replacement, but the fell through the cracks after consultation with the surgeon, and the nursing home did not do what was needed for surgery to be scheduled. The pump was refilled. The patient was currently getting open wound treatment to foot to heal prior to baclofen pump replacement. Regarding the current status of the device, it was noted they were waiting pump replacement by (B)(6) 2020 for end of service.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 732 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported an empty reservoir occurred. The low reservoir alarm was expected on (B)(6) 2019 and the pump was read on the day of the report, (B)(6) 2019, and it showed that the empty reservoir alarm had occurred. However, it was unknown exactly when the empty reservoir alarm occurred. The pump was not yet accessed so it was unknown if the pump was truly empty. Therapy was not intentionally discontinued. The patient's eri (elective replacement indicator) alarm had also gone off and it was noted the patient had not been getting the full dose for some time. Empty pump considerations were reviewed. It was indicated the patient had been referred for pump replacement but something had happened and the patient did not get refilled or have the pump replaced. The hcp planned to refill the pump and refer the patient for replacement prior to reaching eos (end of service). No symptoms were reported. No further complications were reported or anticipated.